Event description:
The iab was inserted into the pt transthoracically. Almost immediately, blood was noted in the catheter and the iab was removed. A second iab was inserted without any problem. On 3/25/98, it was discovered that this complaint was a duplicate to a previously reported customer complaint (97-01533; MFR's report number: 2248146-1997-01428). [Event complications]: none from the event-reported 12/23/97. [Pt's current status]: in ohs-rpt'd 12/23.

Manufacturer narrative:
Eval: this a duplicate to a report previously submitted to datascope.